Event description:
Per complaint (B)(4), after clinical procedure, product fit issue was observed.

Manufacturer narrative:
Patient age, weight, oral hygiene and bone quality are unknown implant and explant dates are unknown lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.